Manufacturer narrative:
It was reported that the patient's ipg became inoperable after an unrelated procedure where it is unknown if the ipg was set to surgery mode or not. Troubleshooting was able to resolve the issue. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient's ipg became inoperable after an unrelated procedure where it is unknown if the ipg was set to surgery mode or not. Troubleshooting was able to resolve the issue.